Event description:
Technician alleged that when testing the bed, he found the emergency trendelenburg is not working when the foot pedal is activated. No patient impact.

Manufacturer narrative:
After troubleshooting, the technician determined the issue to be a faulty emergency trendelenburg valve. The technician replaced the emergency trendelenburg valve to resolve the issue.